Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was cardiogenic shock. It was noted this was not device or device therapy related. Device parameters (flow, speed, power) were within normal limits. The device would not be explanted and would not be returned for evaluation. The device operated as expected. The symptoms of cardiogenic shock were consistently low mean arterial pressures (maps), end organ dysfunction, escalating device and medication support and inability to be extubated. The shock was treated with the left ventricular assist device (lvad), right ventricular assist device (rvad), continuous renal replacement therapy (crrt), mechanical ventilation, several pressors and inotropes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The account communicated that the patient¿s outcome was not device or therapy related, and the device functioned as intended. Additionally, the device parameters were within normal limits. The pump will not be explanted for evaluation. Multiple attempts were made to obtain additional information regarding the reported right heart and renal failure; however, no additional information has been provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (right heart failure and renal dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.